Event description:
Acct. Reports 3 incidents of "disconnects". Acct. States thte t-connector disconnected from the IV vatheter. States they use johnson & johnson, and jelco 22 gauge IV catheters. Dr states he does not believe in taping the t-connector connection because "it does not improve security, and because it obscures disconnects". Rep states acct. Has been inserviced. Rep states he reiterated the insertion technique to the doctor and left a poster with the md which explains the proper insertion techniques. Samples coming are unused samples off the shelf. Two of the samples were "simulated samples". No medical intervention needed for the pt.